Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 80% stenosed, de novo, eccentric lesion in the mildly tortuous proximal circumflex coronary artery. After deployment of the 4.0x12 mm xience xpedition stent, a distal edge dissection was noted. The dissection was covered with a 3.5x15 mm xience xpedition stent. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.